Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Customer consumed carbohydrates to address bg. Customer continued to use the pump for insulin delivery.